Manufacturer narrative:
(B)(4).

Event description:
It was reported that the elite rasp knife broke. All broken fragments were removed and a backup device was used to complete the procedure. No delay or patient impact were reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the devices will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).